Event description:
The ve lvas was implanted in 2001. The initial implant went well and the device was performing as intended. Later the same day, the pt was brought back to surgery to repair a bleeder and blood was aspirated into the device motor through the percutaneous lead causing the device to revert to basal rate. The hosp flushed the motor compartment with water through the perc lead periodically to flush blood out of the motor compartment. After the flushing of blood from the motor housing device operation returned to normal. Eleven weeks later, the MFR was contacted and informed that the device was no longer functioning electrically and that the pt was being supported with pneumatic backup.